Event description:
It was reported that during the load fill process, insulin would not exit the cartridge tubing. There was no reported adverse impact to the customer's blood glucose level. The customer change supplies to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.